Event description:
It was reported that the customer experienced low blood glucose levels during the night. The customer was also sweating, nauseous, confused, had a stomach ache and almost passed out. It was stated that the customer had filled the reservoir with 85 units of insulin, and within three to four hours it was down to 76 units. However, when the customer removed the reservoir, it was almost empty. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement, but the customer was not comfortable using this insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. No prime anomaly noted.